Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united arab emirates.

Event description:
Reference number: (B)(4). Event occurred in the united arab emirates. It was reported that the patient faced diabetic ketoacidosis event due to leakage from the infusion site and went to the emergency room (ER) and eventually got hospitalized on (B)(6) 2025. The infusion set was in use for two days. The blood glucose level was 460 mg/dl at the time of event and the patient got treated with intravenous insulin drip. The patient tested for ketones with resulted value 19 mmol/l. The patient had dizziness, abdomen pain and vomiting during the time of hospitalization. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated. The batch 6000191 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing). Complaint investigations. Photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional air flow test 1 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Functional air leak test 2 according to wi version 2 on reference samples, 10 samples out 10 samples passed the test. Device history record (DHR) review: the lot 6000191 was manufactured according to the wi version 74 packaged the multivac mv12, on 11/mar/2023, with a total of (B)(4) units. Assembly DHR review: the lot 3c01710 was assembly according to the wi version 26, assembly, on 02/jul/2022 with a total of (B)(4) units the lot 3c01711 was assembly according to the wi version 26, assembly, on 02/jul/2022 with a total of (B)(4) units review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 18/jun/2025 against malfunction code leakage from infusion site (specific cause not identified) not confirmed to be infusion set related (ex. Tissue no longer absorbing) and lot 6000191 and no other complaints have been registered in database for the same lot and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.